Manufacturer narrative:
Date of event: exact date unknown, event occurred a day ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 17204369/17204369. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 20174836/20787654.

Event description:
It was reported that the patient had inadequate stimulation despite multiple re-programming attempts. All components were explanted and were not returned. The patient was doing well postoperatively.